Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 17-sep-2025, the user reported that on (B)(6) 2025 the end-user was hospitalized for diabetic ketoacidosis while using the ilet bionic pancreas system. The user was treated in the hospital with intravenous insulin and fluids and was discharged on (B)(6) 2025. No long-term health effects were reported.